Event description:
It was reported that there was a leak on the tubing which is inserted into the mattress. This leak came from the weld of the mattress. The pt became wet. There was pt involvement but no adverse consequences were reported. See scanned page.